Event description:
It was reported that the customer had a battery out limit error on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer insulin pump is not working, in spite pf putting new battery and new battery cap. No further details.

Manufacturer narrative:
Findings: pump received with constant failed battery test alarm due to faulty battery tube. Unable to verify battery out limit alarm due to constant failed battery test alarm. Also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.